Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of a discrepant elecsys ft3 iii result for 1 patient sample on a cobas 8000 e 602 module. The initial ft3 result was 27.8. On (b(6) 2018 the repeat ft3 results were 4.92 and 4.78. No units of measure were provided. No erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The ft3 reagent lot number and expiration date were asked for but not provided.

Manufacturer narrative:
Additional information was requested for the investigation but not provided. The investigation did not identify a product problem. The cause of the event could not be determined.